Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. The customer also reported that the sensor was bleeding. The customer reported that they did not received calibration not accepted alert and sensor updating alert. The customer did receive change sensor alert. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.